Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. One device was received. Per visual inspection, the liquid crystal display (lcd) lens scratch, battery door crack, ¿dso¿ seal bubble, ¿uso¿ seal damaged. The device failed ¿dso¿ during functional test. The complaint was confirmed. The cause was a damaged ¿dso¿ sensor. It was unknown what caused it to become damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replace ¿dso¿ sensor, seal, and bezel. Replaced ¿uso¿ seal, lcd lens, lens seal, battery door, keypad, overlay gray, rear label. The device passed all functional tests after the repair.

Event description:
It was reported that the device had a failed downstream occlusion. There was no patient involvement and no patient harm/ no adverse event reported. The product fault occurred during testing.